Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 111 mg/dl. They also had failed battery alarm. Customer did not receive failed battery alarm during troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents measurement, self-test, unexpected restart error test and displacement test. Insulin pump was monitored for several days and no blank display anomaly noted. No damage found on connector/lcd isolation tape noted. No unexpected failed battery test noted. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.